Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 50 bd vacutainer® sst¿ blood collection tubes had discolored additive form and the whole tube pushed off the non-patient end of the needle. The following information was provided by the initial reporter: "the used (B)(4) blood collection needle is matched with the blood collection tube, it found that it appeared tube push off and the tube was found fibrin filament after centrifugation"

Event description:
It was reported that 50 bd vacutainer® sst¿ blood collection tubes had discolored additive form and the whole tube pushed off the non-patient end of the needle. The following information was provided by the initial reporter: "the used xinle blood collection needle is matched with the blood collection tube, it found that it appered tube push off and the tube was found fibrin filament after centrifugation."

Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos for evaluation. Therefore, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to fibrin clots were observed. There were no difficulties encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure mode (fibrin/fibrin clots) because the defect was not evident in the testing of the customer lot samples. The analytes demonstrated clinically acceptable performance (retain and control tubes) for all visual observations evaluated. In addition, no defects noted during visual inspection of retention samples that would contribute to the reported defect of tube push off. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h10.